Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j10882r19, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine or saline via an implanted pump. It was unclear which was being delivered via the pump at the time of the event. On (B)(6) 2020 the patient reported that about 2 weeks ago her pump was revised because it kept flipping and it was determined that the catheter was twisted. The issues with the pump and catheter began about 3 months ago. Per the patient, the hcp (healthcare professional) used the same pump but implanted it deeper to reduce the chances of the pump flipping again. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the patient's weight was (B)(6). It was noted that the old catheter was twisted/kinked (with "memory"). It was noted that the old catheter was discarded. No further complications were reported.